Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for pneumonia. The customer reported their blood glucose rose to 500 mg/dl and they were unable to lower it. Customer also reported they were admitted into the intensive care unit and given insulin in an IV for treatment. It was also found the insulin pump was removed from the customer's body because the site was bent and insulin was not being delivered. The customer did not provide further information about the hospitalization. Customer declined to return the insulin pump for analysis.